Event description:
It was reported that the patient developed a pocket erosion with the device can and leads visible. The pacemaker system including the right ventricular lead was removed on (B)(6) 2024. The patient was stable and was treated with antibiotics prior to an anticipated reimplantation. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref reports: mw5164502, mw5164503. Refer to add'l documents in i2k.